Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event after repeatedly announcing meals for evening snacks and remaining connected to the ilet during exercise, with a documented nadir of 49 mg/dl and no fingerstick confirmation; the scenario was associated with use-of-device behavior and involved the infusion set and cartridge, with no specific component malfunction identified. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included minor illness/impairment and an unexpected medical intervention, as the user self-treated with oral glucose via sports drink and apple juice. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and the issue was attributed to use-of-device practices rather than a device or component failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.